Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently unable to charge. In addition, it was reported that there was a crack around the usb port, and the cable had to be manually adjusted so that the pump would charge. There was no reported impact tot he customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.